Event description:
A broken door handle. Information was not provided regarding whether or not the problem occurred during a pt infusion. The hosp representative stated that there were no reports of injury or medical intervention.